Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit had white flakes in packaging. Product opened to sterile field line to suction. Irrigation line spiked to irrigation fluid, surgeon pressed button and product did not shoot irrigation fluid but made noise. There was no patient impact. Another pulsavac was used, to complete the surgery. Due diligence is complete; there is no additional information available.